Event description:
A customer reported a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support received the report via email, and further follow-up actions were planned, but no additional information was available regarding the resolution or corrective actions taken by the customer.